Event description:
During surgical procedure, the anesthesia machine alarmed "vaporizer failure" and stopped delivering agent. Anesthesia was switched to total IV anesthesia and the case proceeded. A review of the machine log shows an "inflow / outflow crosscheck failure." A feature of the aisys carestation is once a vaporizer failure alarm occurs, it is not possible to restore agent delivery without rebooting the machine. Rebooting would interrupt mechanical ventilation for several minutes. Operator reports he did not attempt to refill the cassette while it was in use (a known cause of the crosscheck failure alarm).